Manufacturer narrative:
The estimate was rejected and the device returned unrepaired per the customer request.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code and "ventilator inoperative" code were found in the ventilator's downloaded error log. The device's sensor board and blower motor need to be replaced to address the issues. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue.